Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 18, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 2, 2023.

Event description:
Per the clinic, open circuits were noted on 19 electrodes and short circuit was noted on 3 other electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on oct 13, 2023.